Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the infusion set's tubing detached at the quick release. The patient observed insulin coming out of the tubing about two hours after set change. This issue occurred with one set. No further information available.